Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer displayed black screen at bootup but the external display was correct. Disassembled and found out that the inverter was shorted. Moreover, the touchscreen was damaged but still functional. All affected components were replaced. The programmer passed all incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no patient involvement.